Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the wire was twisted or tangled, or a piece of tissue was caught during removal through the introducer; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 7/23/2025.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. During the use of a 190cm ht balance middleweight universal ii guide wire, it was noted that it was difficult to remove the guide wire from the introducer. There were no adverse patient effects nor clinical delay reported. No additional information was provided.